Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported boston scientific corporation that a advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography in the bile duct and pancreatic duct performed on (B)(6) 2020. According to the complainant, during the procedure,the guidewire could not be inserted into the stent. The physician noticed that the stent appeared to be kinked. The procedure was completed with different model. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.